Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken curved blade. A broken piece, approximately 0.42" x 0.10" was returned. No material appeared to be missing as the broken assembly was pieced back together. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument suddenly broke and a piece fell inside the patient. The fractured part was taken out of the patient in the same procedure. The customer used a spare instrument to continue with the procedure. Intuitive surgical, inc (isi) followed up with the site nurse and obtained the following additional information regarding the reported event: the instrument was inspected before use with nothing found out of the ordinary. The issue happened as the surgeon was grasping tissue. The issue with the instrument occurred about 1 hour after the procedure started. The surgeon noticed functionality issues during the surgical procedure. The instrument did not collide with any other instruments or hard material. The instrument was not removed before brakeage and the wrist was straightened. The staff did not feel resistance upon the removal of the instrument through the cannula. There was no damage noted to the cannula. All fragments were confirmed to be retrieved by the assistant and were removed with another forceps. No additional surgical procedure required. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the harmonic ace instrument was not returned, the information gathered indicates that the device may have contributed to the customer-reported issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer-reported issue.